Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient never had effective stimulation. Many interventions took place but were unsuccessful. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received stating all troubleshooting interventions were attempted but were unsuccessful. As a result, surgical intervention took place where the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.